Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins helped a little for the first 6 months but was a "pain in the butt to charge." It was noted that the ins was not helping as far as the pain in their leg went so they went back to the hcp who implanted it and told them that they wanted it removed. The hcp refused to explant using risk as the reason. The patient stated that the ins affects their walking, that it hurts and that it felt hot at times. It was noted that the patient did not charge up anymore. The patient also reported that they had some falls and that the ins was protruding from the pocket following a fall, but went back to normal by the time they had it checked by their hcp. Hcp listings were sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that recharging was a problem because they needed help charging it. It wasn't helping so the patient stopped charging it. The patient reiterated that after the fall the ins looked like it was sticking out but it didn't break skin. The patient noted that it 'moves all around' and that they had x-rays which showed that everything was still connected. The patient noted that it had caused a rash, and that they were still in pain. No further complications were reported.